Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample has not been returned for evaluation to date it was reported that the user did not deflate the balloon prior to removal. The info for use for this device states: caution - do not advance or withdraw the catheter or guidewire against any significant resistance. The cause of the resistance must be determined via fluoroscopy and remedial action taken.

Event description:
It was reported, the dr. Did not deflate the balloon completely during a declot of an a/v fistula. As a result, the anastomosis was damaged. The sheath was also ripped. The pt bled and had to be sutured.